Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple motor communication error alarms. The customer's blood glucose reading was 145 mg/dl at the time of incident. Troubleshooting found that the pump forces a rewind before it needs to rewind. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with a constant spi to motor pic communication error alarm followed by an off no power alarm due to a faulty interface board. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the alarm. The pump passed the stop current and run current tests. The pump had missing segments due to a cracked lcd zebra connector. The pump had a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.